Event description:
Nurse was preparing huber needle for port-a-cath insertion. Nurse connected saline syringe to IV tubing and flushed (not inserted yet) and noted the needle would not flush. It was as if there is something stuck in needle.